Event description:
The customer reported that while the unit was in use on a pt, the unit displayed inaccurate invasive blood pressure readings while the unit was being slaved from a hewlett packard bedside monitor. The pt was switched to another unit and therapy was continued. No pt injury was reported.